Event description:
Reprocessed ace 36 -harmonic- being used for laparoscopic splenic cyst excision case. Instrument working intermittently for surgeons - while being used in pt plastic tip of instrument split in half. No harm to pt.